Manufacturer narrative:
This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that a 13.2mm, vich13.2,-5.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was retrned in a micro-centrifuge vial with moisture and clear surgical debris on the lens. Visual inspection found no visible damage and foreign debris on the lens. Claim# (B)(4).